Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one order was not showing.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was showing. A technical support specialist dialed into the server and confirmed that the order was showing under patient profile. Tss also dialed into the station and confirmed that the order was received, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.